Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unk. A medtronic representative went to the site to test the equipment. It was reported no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the a surgeon expressed that the system was inaccurate and the microscope would not connect to the system. 2020-mar-17 it was reported that the microscope cord and tracker are damaged upon investigation and system checkout. There was no reported delay in surgery and the site continued the procedure with navigation. It was suggested that the cause of the issue could be between the location and pushing/pulling caused slight movement of the patient or patient reference frame.